Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, periods of asystole greater than 2 seconds, were exhibited with this right ventricular lead, reportedly due to oversensing. Additionally, inappropriate therapy was noted; however, all measurements were acceptable. During the procedure, the physician capped the is-1 portion and implanted another boston scientific lead, resolving the issue. No allegations against the explanted device and no adverse patient effects reported.